Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2026, the patient presented for a taxol (paclitaxel) chemotherapy session. Paclitaxel infusion was subsequently initiated. After a little more than half of the infusion had been administered, the patient reported swelling at the rasc site. The infusion was immediately discontinued, and as much fluid as possible was aspirated via the rasc needle. The needle was then removed, and additional fluid was drained through the needle insertion site. Hyaluronidase was administered, followed by application of cold compresses to the extravasation site. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.